Manufacturer narrative:
Analysis results for the lead (lot# j0527107v) were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot number: j0527107v) revealed that the conductor was broken within 10 cm of the connector area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 26-apr-2009, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was having a lack of therapy delivery and the lead was fractured during the patient's everyday life. The patient went into the clinic and was getting high impedances, which led to an x-ray and in turn surgical intervention to replace the fractured lead. It was unknown what led or contributed to this issue. Surgical intervention took place and the issue was resolved.